Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Manufacturer narrative:
Investigation in-progress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported two incidents that the hub of the syringe broke off while preparing a stent, so we had to open an additional stent. No samples available. Upon connecting 20ml l/l syringe to a coronary stent sheath, the luer lock snapped and remained inside the stent sheath entry port rendering the stent unusable. No samples available.